Event description:
It was reported by the olympus representative on behalf of the customer, the evis lucera duodenovideoscope was microbiologically cultured and tested positive for pseudomonas aeruginosa. Experiments were conducted at the facility to examine the in-hospital reprocessing manual. The test was conducted for two (2) to three (3) months from the end of last year (2021). The target scope was implemented for two (2) evis lucera duodenovideoscopes owned by the facility. The oer-5 was used for high-level disinfection. In group a, the reprocessing method was carried out according to the olympus instruction manual. In group b, the reprocessing was carried out by skipping the step of flushing the cleaning liquid around the forceps elevator during main cleaning per the olympus instruction manual. Group a and group b tests were conducted thirty (30) times for each scope (one hundred and twenty (120) times in total). Each scope was reprocessed after a normal endoscopic retrograde cholangiopancreatography (ercp) procedure. When culture tests were performed on the scopes after reprocessing, there was no significant difference in the detection rate of pseudomonas aeruginosa in groups a and b. All pseudomonas aeruginosa had been detected around the forceps riser. No patient harm reported. As a as the result of the experiment, opinions were divided between the opinion that it was better to follow the instruction manual for considering the scope cleaning, disinfection, and sterilization manual in the hospital, and the opinion that water supply to the scope elevator was not necessary. This event includes six (6) reports: (evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4)). (B)(6) for improper reprocessing of group b. (B)(6) for positive culture test for group a. (B)(6) for positive culture test for group b. (Evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4)). (B)(6) for positive culture test for group a. (B)(6) for positive culture test for group b. (B)(6) for improper reprocessing of group b. This report is for (B)(6) for positive culture test for group a (evis lucera duodenovideoscope, tjf-260v, s/n: (B)(4)).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The facility did not intend to return the scope for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, the evis lucera duodenovideoscope was microbiologically cultured and tested positive for pseudomonas aeruginosa. Experiments were conducted at the facility to examine the in-hospital reprocessing manual. The test was conducted for two (2) to three (3) months from the end of last year (2021). The target scopes were two (2) evis lucera duodenovideoscopes owned by the facility. The oer-5 was used for high-level disinfection. In group a, the reprocessing method was carried out according to the olympus instruction manual. In group b, the reprocessing was carried out by skipping the step of flushing the cleaning liquid around the forceps elevator during main cleaning per the olympus instruction manual. Group a and group b tests were conducted thirty (30) times for each scope (one hundred and twenty (120) times in total). Each scope was reprocessed after a normal endoscopic retrograde cholangiopancreatography (ercp) procedure. When culture tests were performed on the scopes after reprocessing, there was no significant difference in the detection rate of pseudomonas aeruginosa in groups a and b. All pseudomonas aeruginosa had been detected around the forceps riser. No health hazards to the patient have been reported by the facility. As a as the result of the experiment, opinions were divided between the opinion that it was better to follow the instruction manual for considering the scope cleaning, disinfection, and sterilization manual in the hospital, and the opinion that water supply to the scope elevator was not necessary. Additional information was obtained from the facility. The scope reprocessing was not performed according to the instruction manual before the scope was used for the next case. Per the physician, the results of the bacterial culture test were not available till two weeks (2) after the sample was sent and two (2) months after the tubercle bacillus. There was no way to decide if the scope should be reprocessed by the time the result was available, therefore the scope was used for the next procedure. Bacteria was detected in about twenty percent (20%) of all culture tests (120 times), approximately twenty-four (24) occurrences. Information was not available for each serial number. Aside from pseudomonas aeruginosa, another very dangerous bacterium was detected. The number of bacteria was not enough to judge the significant difference. Approximately the same number of bacteria was detected from the forceps riser and channel. This event includes twenty-four (24) reports: group a (quantity 12): accordance with instructions for use (IFU) / positive cultures: (evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4)) (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. Evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4)) (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. (B)(6) for positive culture of group a. Group b (quantity 12): skipped flushing / positive cultures: (evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4)) (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (Evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4)) (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. (B)(6) for positive culture of group b. This report is for (B)(6) for accordance with instructions for use (IFU) / positive culture of group a (evis lucera duodenovideoscope, tjf-260v, s/n:(B)(4)).

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inappropriate flushing of detergent solution around the forceps elevator was not performed. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿chapter 3 cleaning, disinfection and sterilization procedures, 3.5 flushing the interior of the forceps elevator.¿ olympus will continue to monitor field performance for this device.